Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer¿s current blood glucose value was 167 mg/dl. The customer had experience symptoms of low blood glucose value for 15 to 20 minutes. The customer treated low blood glucose value with food and glucose tablets. It was unknown if the customer was using auto mode or not at the time of incident. Customer reported that they were getting the change sensor alert. No further patient complications were reported. Troubleshooting was not performed and the customer will continue to use the device.